Event description:
On 14-mar-2022, intuitive surgical, inc. (Isi) became aware of the ¿medicine¿ journal article titled, ¿case reports of robot-assisted laparoscopic radical nephrectomy and inferior vena cava tumor thrombectomy¿ (ma, s., jia, w., et al., 2021). This observational study "aimed to summarize technical utilization, perioperative outcomes, and efficacies of robot-assisted laparoscopic radical nephrectomy" (ral-rn) and ral-rn with inferior vena cava (ivc) tumor thrombectomy. A retrospective analysis was performed on clinical data from a total of 20 patients who had renal cell carcinoma with levels 0 to iii ivc tumor thrombus and underwent ralrn and ivc thrombectomy from jan 2017 to december 2019. Nineteen patients underwent robot-assisted laparoscopic radical nephrectomy (ral-rn) or ral-rn with ivc thrombectomy. Within the journal article, 7 deaths of unknown causes were reported for the clinical outcomes of patients included in the study. Five of the 7 deaths were reported for the outcomes of patients after 16 months follow-up. Additionally, the following complications were reported: 1 patient was converted into an open surgery; 1 intestinal obstruction; 1 lymphatic fistula; 1 heart failure, and 1 low hemoglobin level.the study revealed collectively that ral¿rn and ivc thrombectomy has been proven to be safe and effective for management of rcc involving ivc. The authors concluded that ral-rn and ivc thrombectomy renders good safety profiles including minimal invasiveness, low estimated median blood loss, short hospitalization, low morbidity, and quick renal function recovery. Intuitive surgical, inc. (Isi) has reached out to the author to obtain additional information, but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported 7 deaths with unknown causes after undergoing a da vinci-assisted radical nephrectomy and inferior vena cava tumor thrombectomy, cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. An isi medical safety officer (mso) has reviewed the event information provided and noted the following: "there is insufficient information contained within the description of events to determine if the da vinci system, instrumentation, and/or accessories caused or contributed to the seven (7) deaths noted within the journal article." There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following conclusion: within the journal article titled, ¿case reports of robot-assisted laparoscopic radical nephrectomy and inferior vena cava tumor thrombectomy,¿ it is noted that 7 deaths were reported for the clinical outcomes of patients included in the study. The cause of the deaths was not reported. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient deaths. Refer to medwatch report (MDR) with patient identifier (B)(6) for information regarding the complications (i.e. 1 patient was converted into an open surgery; 1 intestinal obstruction; 1 lymphatic fistula; 1 heart failure, and 1 low hemoglobin level) noted within the journal article. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The even date is unknown. The expiration date for section d4 is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.